Event description:
It was reported that the pt has not wanted to wear his processor for the last few months. The pt is bilaterally implanted. Per the pt's audiologist, the right side implant previously showed a short circuit on channels 11 and 12, but in 2006, also showed channel 6 as hi and channels 1 and 2 as impedances greater then 11.98 and 13.21 respectively.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.